Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) alarmed helium leak after 3 minutes of starting. Therefore a new catheter was successfully used. Patient outcome reported as fine. There was no report of patient death, injury or complications.

Event description:
It was reported that the intra-aortic balloon pump (iabp) alarmed helium leak after 3 minutes of starting. Therefore a new catheter was successfully used. Patient outcome reported as fine. There was no report of patient death, injury or complications.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of helium loss alarm is confirmed. The returned iab was confirmed with a leak from the bladder membrane, and the damage is consistent with contact from sharp. Also, the central lumen was found kinked and resistance was noted upon loading the guidewire into the central lumen. The root cause of the bladder leak and kink is undetermined but a potential cause of this issue is due to the customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.